Manufacturer narrative:
The device is not expected to be returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A clinical trials administrator reported on behalf of the customer that initially, the value of the ip1p (kit containing cc1.p1 and the ip1 introducer) was correct but after two (2) hours, the value was at zero (0) on (B)(6) 2018. After checking, the probe, it was reported to be in a hemorrhagic area. The probe was replaced with another one (2nd probe) that was placed in an uninjured area.

Manufacturer narrative:
The device history records review of the ip1p lot 210626, sn (B)(4) did not reveal any anomaly that could explain the reported event. The batch was manufactured in october 2018. Device identifier ip1p: (B)(4). Manufacturing date: (B)(4). Expiration date: (B)(4). Released date: 26 oct 2018. No device is available for investigation, the complaint is unverifiable and per the hospital, the root cause was linked to the probe location.